Event description:
A medtronic rep reported that while in a cranial surgery, the site said they experienced a successful touch 'n' go registration with a 180 degree inaccuracy noted during navigation. The surgeon was touching a fiducial marker on the back of the pt's head and the stealth showing a fiducial marker on the front of the head. They used pointmerge to re-register. The surgery was completed using the stealthstation s7 system. There was no impact on the pt outcome.

Manufacturer narrative:
Pt weight not available from hosp. Device manufacture date was not available at the time of this report. The device has not been returned to the MFR.